Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the advancement of the clip inside the delivery tube, the vessel locator automatically released itself. The clip was not released and the physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.